Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia with a reported value of 325 mg/dl while using the insulin pump, with caregivers noting higher insulin use than expected and fluctuating glucose despite meal announcements and a recent infusion set change; glucose improved after replacing the cartridge with a full insulin supply, and no device alerts for high glucose were reported. Symptoms included none. Outcomes included no need for outside medical intervention and caregiver assistance only for device management. Investigation included review of engineering logs and escalation for deeper analysis. Investigation of this case revealed no occlusion alerts or insulin delivery pauses in the available logs, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.